Manufacturer narrative:
The sonicare brush head is an accessory to the sonicare essence+ power toothbrush.

Event description:
Consumer complained about bristles falling out. No injury reported.

Manufacturer narrative:
Updated information provided that aware date was (B)(6) 2017, not (B)(6) 2017.